Manufacturer narrative:
Spinal cord injury and rupture of posterior wall of patient's vertebral body. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Note: the following products were used in the surgery. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Part#g7783513; 510k#k141632; udid# (B)(4), part# g7783513; 510k# k141632; udid#(B)(4), part#g7783515; 510k#k141632; udid#(B)(4), part#g7783515; 510k#k141632; udid#(B)(4), part#g7783515; 510k#k141632; udid#(B)(4), part#g7783515; 510k#k141632; udid#(B)(4), part#3032028; 510k#exempt part#7080906; 510k#exempt part#3030007; 510k#exempt part#3032012; 510k#exempt part#3030007; 510k#exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent :anterior cervical discectomy and fusion due to cervical spondylotic myelopathy. Intra-operatively ,there was a possibility of spinal cord injury beyond the posterior wall of the vertebral body and rupture of posterior wall of patient's vertebral body.